Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and helix extension and retraction issues. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to dislodgement and helix extension and retraction issues. A new lead was implanted. No adverse patient effects were reported.